Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found minor dents on distal edge objective frame and cracks on side of video connector. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. A probable root cause cannot be identified. A device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the rigid video scope had crack on the image. The issue occurred during an unspecified procedure. There were no reports of patient harm.